Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous shaft kinks. The balloon has a 7mm longitudinal tear starting 3mm from the proximal markerband with a circumferential burst. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-apr-2018. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal with medium circumferential burst.